Event description:
It was reported that a system controller exchange was performed due to tear on the power cable with low voltage advisory alarms on interrogation. One set of files was before the controller was exchanged and the other set was from after the exchange. The event log from prior to the exchange contained routine events. The low voltage events seen in the log file appeared to be the result of the patient routinely depleting battery power into a low voltage state. The log files from post the exchange contained limited data from the new primary controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having a damaged power cable and atypical low voltage alarms were unable to be confirmed. The controller was not returned for analysis. The submitted log files showed the controller operating as intended, with all low voltage alarms in the log files due to routine battery depletion. Provided information indicated that the system controller was exchanged, resolving the reported events. The root cause of the reported events was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory and low power hazard alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.